Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that post implant a realize adjustable band procedure, the procedure went well and the patient was fine. In (B)(6) 2011, the patient was complaining of lower abdominal pain. A diagnostic laparoscopy was performed by the ob/gyn and it was noted that the band tubing was not connected to the injection port. On (B)(6) 2011, surgeon removed the port and trimmed the existing tubing and a new port was placed. This was accomplished without difficulty.